Event description:
A customer observed multiple, non-reproducible, unexpected vitros phyt quality control results and a single patient result while using a vitros 350 chemistry system. Qc fluid lot a1565 = 16.22, 16.41 vs. Expected result = 13.40 ug /ml; qc fluid lot b1567 = 16.79, 16.86, 17.32, 17.49, 15.65, 17.30, 17.02, 16.64, 16.55, 17.56, 29.13, 28.62, 41.85, 39.91 vs. Expected result = 22.70 ug /ml; patient result = 15 vs. An expected result = 25 ug /ml. The affected patient result was reported out of the laboratory. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Due to the unexpected phyt quality control results, the affected patent sample was repeat tested and a correct report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, unexpected vitros phyt quality control results and a single patient result were obtained while using a vitros 350 chemistry system. The csc determined that the customer was not inverting iwf reservoirs prior to loading them onto the vitros 350 chemistry system, as recommended in the IFU. Acceptable performance has been observed since the csc reviewed proper iwf handling protocol with the customer. The most likely root cause of the event is user error due to improper iwf handling. There was no evidence to suggest that an instrument or reagent related issue contributed to the event.